Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6)2023 in which the ipg was repositioned, due to pain at the ipg site from weight loss.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient has a burning sensation at the ipg site. Surgical intervention is pending to address this issue.